Event description:
It was reported that while using the bd cor gx instrument that there was false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes, details: false positive. Results were not communicated further. (B)(6): (B)(6) 2023 07:11:41 (gmt) . Since the software upgrade on px on (B)(6), gx left and gx right are reporting a high level of extraction transfer failures. There have also been 4 cases where the batch failed due to icf but a sample was reported as positive. These samples were retested and the results were not communicated further. Those 2 issues (etf and false positives) were caused by same root cause: dirt on the liquid waste line. I don¿t see any other case opened for the false positives only, most probably because one single cause lead to 2 symptoms.

Manufacturer narrative:
H.6 investigation summary:the complaint of "repeated etf failures and false positive" was received against bd cor px instrument material number: 443988, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was cleaned the liquid waste line, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaint for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using the bd cor gx instrument that there was false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes details: false positive. Results were not communicated further. (B)(6) 07:11:41 (gmt). Since the software upgrade on px on june 13, gx left and gx right are reporting a high level of extraction transfer failures. There have also been 4 cases where the batch failed due to icf but a sample was reported as positive. These samples were retested and the results were not communicated further. Those 2 issues (etf and false positives) were caused by same root cause: dirt on the liquid waste line. I don¿t see any other case opened for the false positives only, most probably because one single cause lead to 2 symptoms.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.